Manufacturer narrative:
The sodium electrode serial number is (B)(6). The expiration date was not provided. The field service engineer inspected the analyzer, cleaned the dilution cup, sipper, and vacuum nozzles, and adjusted the sample probe.

Event description:
The initial reporter received questionable sodium electrode assay results for 4 patient samples tested on the cobas c 303 analytical unit. Patient sample 1: the initial result from the analyzer was 151.5 mmol/l. The repeat result from a cobas pro analyzer was 139.0 mmol/l. Patient sample 2: the initial result from the analyzer was 150 mmol/l. The repeat result from a cobas pro analyzer was 141.6 or 142 mmol/l. Patient sample 3: the initial result from the analyzer was 149 mmol/l. The repeat result from a cobas pro analyzer was 137 mmol/l. Patient sample 4: the initial result from the analyzer was 153 mmol/l. The repeat result from a cobas pro analyzer was 138 mmol/l.